Event description:
It was reported that an alert was activated due to atrial automatic thresholds being detected above the programmed amplitude or being suspended. The right atrial automatic threshold test failed because of a low evoked response. Trend data indicated consistent changes in all atrial lead measurements since (B)(6) 2024. Additionally, a reduction in atrial sensing and a decrease in atrial impedances from 570 to 500 ohms were observed, alongside high capture thresholds. Stored electrograms revealed intermittent loss of capture, atrial undersensing, and oversensing of noise, accompanied by atrial and ventricular tachyarrhythmias. The current electrogram displayed a sinus rhythm. This issue is suspected to be procedural related. An in-clinic lead assessment has been recommended by technical services. There have been no reported adverse effects on the patient, and the right atrial lead remains in use.